Event description:
It was reported that the stenoscop system would not boot up completely when trying to archive previously performed exam. Message on the workstation screen stated that a file was corrupted or missing. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive. The system was tested and found to be working as intended and placed back into service.